Event description:
This is a report of a home patient (hp) who acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The treatment, cause, and outcome were not reported. At the time of this report, that patient remained hospitalized. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.